Manufacturer narrative:
Eval summary: analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade gouged and cracked. The identified blade damage may have occurred from external contact during pre-op or general use. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, lock out of harmonic scalpel. There was a solid tone. The error was in the middle of a transection, subsequent to an attempt to transect the staple line. Not noted now case completed. No pt consequence.